Manufacturer narrative:
(B)(4). Date of initial report : 02/18/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaws were not able to be re-opened during the procedure. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of follow-up report : 03/11/2016. Visual inspection found no defects. The product jaws were not stuck shut. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.